Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, a1, a3, g3, g6, h2, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona partial knee femoral component size 5 left catalog #: 42558000501 lot #: 66480440, persona partial tibial component size g left catalog #: 42538000701 lot #: 66524595. G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a partial knee arthroplasty revision of the articular surface approximately six (6) weeks post-operatively due to infection accompanied by redness and skin lesions. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Sterile certifications were reviewed and found to be conforming with no applicable deviations. The device was verified to have gone through acceptable sterilization processes following iso/aami/astm & EU published guidelines. Bacteria can enter the skin via any cut, abrasion or break in the skin, thus placing postoperative joint patients at increased risk for development of infection. The site may be red, have drainage, additional pain, warmth and swelling as well as delayed healing time. Complications following skin lesions can be treated conservatively or more invasively with irrigation and debridement, which promotes healing at the site and prevents further complications. If deeper exploration of the wound is warranted and the joint space is entered, an exchange of the polyethylene component is typically performed in conjunction with irrigation and debridement. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors that may include hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.